Manufacturer narrative:
The unit was downloaded properly using carelink pro. However, an error alarm was found in the alarm history. The error alarm was due to a corrupted history file. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump could not be detected during the upload to software process. The blood glucose reading was 107 mg/dl. Upon troubleshooting, alarms were found in the device's alarm history and the device still would not upload. The customer was advised that the problem may have been related to the insulin pump. The caller was advised that the device be replaced. Nothing further reported.